Manufacturer narrative:
Immediately upon notification of the event, silq received the device in question, although no issue with the device could be identified. Catheter was successfully replaced with a new device without issue. The analysis of the device was unable to establish if the event was caused by an issue with the device or was caused by the specific conditions of the patient's bladder, such as presence of bladder stones.

Event description:
On (B)(6) 2023, a patient participating in a clinical study underwent implantation of a silq cleartract catheter. The same day, the site received a call from the patient stating that the catheter was not working (in retention). The patient also reported abdominal pain and constipation. On (B)(6) 2023, the patient returned to the clinic; catheter blockage was observed and the catheter was removed. The event was considered resolved upon catheter explant. The catheter in question was returned to silq and was evaluated by silq representatives.